Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a non-sustained vf episode was recorded. The physician believed that the episode was actually a sustained vf episode. No egm was stored. Patient follow-up will continue. No further information is available.